Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed by (B)(6) 2024: the pump's event log was pulled as part of the investigation and upon review it was noted that there were several upstream occlusion alarms in the infusion history, 16 in total, as reported by the end user. This can be seen by the alarm code "e04". See detail of the event log in the complaint in question. The review of the event log did highlight an abrupt power off found in the log. An abrupt power off can be seen below on event line 384 by the "log_event_on" code without an "log_event_off" code before it: the MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had up occlusion sensor - other issue / unknown issue. The infusion cannot resume without causing delay in treatment. No patient was involved and harmed. Device was returned on (B)(6) 2024 for evaluation. Detail of the evaluation can be found in section h of this MDR.